Event description:
It was reported that pump unexpectedly displayed reset screen, but powered back on without being plugged into power source. There was no adverse impact to the customer¿s blood glucose level. Customer discussed issue with technical support, was informed that pump had reset microprocessor as part of routine safety check and that pump was functioning as intended, received education about impact of pump resets on insulin settings and continuous glucose monitoring, acknowledged understanding, and successfully resumed insulin therapy.